Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility - during screwing in the scan abutment patient felt pain, gingivaformer was fixed again, it got noticed that the implant was spinning.